Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Event description:
Medtronic received information that, while in a l3-s1 spinal fusion, a lateral breach of the l3 vertebrae was found after an image acquisition. It was noted that prior to the observation, the navigation system software displayed instrumentation in the nerve canal of the patient. The surgeon then noted that the navigation system was accurate for screw placement between l3-l5. S1 displayed as inaccurate. The surgeon opted to place the right side s1 screw compensating for the imprecision. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.